Event description:
It was reported that during a device interrogation, por (power on reset) was noted. The pacing mode could not be changed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant product: 5076-52 lead, implanted: (B)(6) 2000. (B)(4).